Event description:
A customer from the united states reported to biomérieux a misidentification of shigella sonnei as pseudomonas fluorescens for a patient stool sample in association with the vitek® 2 gn test kit. The patient was a (B)(6) male who was admitted for bloody diarrhea. His stool pathogen panel in the emergency department (ed) was positive for shigella. The patient was admitted for observation, and for dehydration after treatment with azithromycin x 1, ns bolus for his shigella gastroenteritis. Of note his platelet count on his initial labs in ed showed thrombocytopenia and mild anemia. The customer reported testing with the gn card gave an acceptable identification of pseudomonas fluorescens which was reported to the physician. Later testing with api® 20e gave a result of shigella sonnei, and pcr testing was positive for shigella/enteroinvasive e. Coli. The isolate was sent to a reference lab and was confirmed as shigella sonnei. The incorrect result was reported to a physician, however, the customer reported there was no impact on patient treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested that the customer perform retesting. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had reported to biomérieux a misidentification of shigella sonnei as pseudomonas fluorescens for a patient stool sample in association with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. The strain and raw data were not available. The customer reported setting up the isolate from macconkey agar that had been incubated in air for about 23 hrs. It was noted that the customer autoclaved their dispensette monthly, but sometimes it had gotten missed if the dispensette was just put on a new saline bottle. The customer performed re-tests with a new saline bottle and manually pipetted the saline. The misidentification was not reproduced. One lab report was submitted showing an acceptable identification of p. Fluorescens with nine (9) atypical negative reactions (proa, glya, dman, dtre, suct, dglu, dmne, agal, bgur) for an identification of s. Sonnei according to the gn knowledge base. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. It appears that the misidentification may have been contributed to by the dispensette since a new saline bottle that was manually pipetted to make suspensions did not reproduce the misidentification. However, contamination is typically found with an increased number of atypical positive reactions which was not the case in this pr. Without the strain or raw data, it's not possible to further evaluate the cause of the misidentification. Gn lot # 2410303403 met final qc release criteria. This lot passed initial qc performance testing.